Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: the initial reporter not known at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the ethernet cable was never connected during their spin. Technical services (ts) stated they will need to re-spin in order to get an automatic registration. Ts confirmed there was no nav tag on the 3d spin.